Manufacturer narrative:
(B)(4). One 4 prong apd set was received in package and just opened. A visual inspection was performed and the pull ring was missing from the patient line. It was not included in the package. This confirms the complaint for missing component. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Event description:
A nurse reported to baxter (B)(4) that a patient line was found without a cover, when they took it out of the packaging. The missing cover was not within the packaging. There was no patient involvement, and no patient injury or medical intervention indicated with this report.

Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.